Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported that alaris giving set was primed and inserted into the alaris volumetric pump as per standard practice. The pump alarmed so the door of the pump was opened and the giving set was torn/snapped at the area where the orange clamp is situated.

Manufacturer narrative:
No samples were received for investigation of pr (B)(4), in which the customer has stated: "it was reported that alaris giving set was primed and inserted into the alaris volumetric pump as per standard practice. The pump alarmed so the door of the pump was opened and the giving set was torn/snapped at the area where the orange clamp is situated." Further details relating to the nature of the reported issue, the clinical set up (including the model/lot numbers of the affected product), and the sequence of events prior to the issue occurring were not provided to aid the investigation. The details of this feedback were forwarded to the manufacturing site; however, as no lot number was provided it has not been possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode; however, a review of the customer advocacy feedback database indicates that reports of this nature against products in the alaris vp disposables product range are rare, with a small number received in the last 12 months.

Event description:
No additional information.